Event description:
Update: it was reported that during the procedure, when the physician pulled the subject catheter out of the radial artery, there was a spasm in the vessel and the tip of the subject catheter broke off and the subject catheter unraveled. The patient was taken to the operating theatre to have the broken tip of the subject catheter surgically removed . The procedure was completed successfully. No further information is available. It was reported that during the procedure, when the physician pulled the subject catheter out of the radial artery, there was a spasm in the vessel and the tip of the subject catheter broke off and the subject catheter unravelled. The procedure was completed successfully. No further information is available.

Manufacturer narrative:
B2 outcomes attributed to ae ¿ corrected to include both other serious and required intervention. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection the catheter shaft was seen to be broken/fractured and two pieces were returned. The catheter shaft was seen to be kinked/bent, flat/crushed and damaged. The inner coil wind was seen to be exposed thru the break. The catheter tip was seen to be flat/crushed. Functional inspection was not carried out due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect ¿catheter tip broken/fractured during use¿ was not confirmed. The reported defect ¿patient vasospasm serious¿ could not be replicated as the event is procedure/patient related. The reported defect ¿catheter shaft damaged¿ was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that, pulling the infinity out of the radial artery and there was spasm in the vessel. The tip broke off and the infinity unraveled. Based upon medical review, the as reported defect ¿patient vasospasm serious¿, observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint. An assignable cause of 'not confirmed' was assigned to the as reported defect 'catheter tip broken/fractured during use' as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The as reported and as analyzed defect ¿catheter shaft damaged¿ and as analyzed defects ¿catheter shaft kinked/bent¿, ¿catheter shaft broken/fractured during use¿, ¿catheter shaft flat/crushed¿ and ¿catheter tip flat/crushed¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure, when the physician pulled the subject catheter out of the radial artery, there was a spasm in the vessel and the tip of the subject catheter broke off and the subject catheter unravelled. The procedure was completed successfully. No further information is available.